Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received five non-lifevest defibrillations. The device was started up at 07:47:13 on (B)(6) 2025. At 22:46:55 on (B)(6) 2025, an arrhythmia was detected. ECG shows svt @ 180 bpm with CPR/motion artifact and electrode lead falloff transitioning to vt @ 210 bpm with CPR/motion artifact and electrode lead falloff. The device properly detected vt. CPR/motion artifact and electrode lead falloff prevented the lifevest from treating the patient. Between 22:48:09 and 22:56:14, the patient received five non-lifevest defibrillations. The patient was last seen in vf with CPR/motion artifact and electrode lead falloff at the time of the electrode belt disconnection. The electrode belt was disconnected at 23:01:13 on (B)(6) 2025.